Manufacturer narrative:
(B)(4). Date sent: 08/02/2016. (B)(4). Additional information was requested and the following was obtained: where within the gap setting scale was the orange indicator prior to firing? Yes. What confirmation was received that the device was fully fired? Did not hear normal feedback. Did the device staple? Partially. Were there any staples missing from the staple line? Yes. What was the shape of the staples (b-formation, irregular, legs straight)? Unknown. The analysis results found that the ecs29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Event description:
It was reported that during a colostomy take-down procedure, customer states that when they fired device, they did not hear the crunch sound that tells them the device was successfully fired. When the device was removed, they saw one donut that was not semi-formed and two donuts were not. Proximal donut was not intact. Distal donut was intact but not adequate. Distal donut was thin in certain areas. Surgeon primary repaired the 2 to 3 mm defect and went onto oversew entire staple line. There were no patient consequences reported.